Manufacturer narrative:
Field complaint of premature discharge of battery was not confirmed. The device was received with normal device characteristics. Analysis of device image indicated that the device operated at high field settings during implant period. Further analysis performed did not find any anomalies, with battery voltage above eri level. Longevity assessment was performed, and the implant duration exceeds the total projected longevity based on field settings indicating normal battery depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up. Upon interrogation of the pulse generator premature battery depletion was observed. The patient was scheduled for explant and the device was successfully replaced. The patient was in stable condition.